Event description:
It was reported that the patient was having difficulty keeping the charger in place due to the ipg moving around the pocket site. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by the medical facility.